Event description:
On (B)(6) 2026, a patient underwent a stent placement procedure by using fluency plus for abdominal aortic aneurysm. It was reported that the stent graft allegedly failed to deploy properly (misfire), and withdrawal of the delivery system encountered significant resistance. The operator then completely retrieved the stent from the body and replaced it with another device to continue the procedure. There was no reported patient injury.

Manufacturer narrative:
H11: the catalog number identified in section d4 has not been cleared in the us but is similar to the fluency plus endovascular stent graft products that are cleared in the us. The pro code and 510(k) number for the fluency plus endovascular stent graft products are identified in d2 and g4. Manufacturing review: based on the information available it is not reasonably suggested that a manufacturing process may have caused or contributed to the reported issue. However, the lot history records of this lot were reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met the specification prior to shipment. Investigation summary: the delivery system sample was not returned for evaluation but a provided photo show the stent graft partially deployed which leads to confirmed results. There were no signs of damage on the delivery system. There were no indications of manufacturing deficiencies. A definite root cause for the reported event could not be determined. Labeling review: in reviewing the relevant labeling, it was found that the instructions for use (IFU) sufficiently address the potential risks. The IFU states: if excessive force is felt during stent graft deployment, do not force the delivery system. Remove the delivery system and replace with a new unit. Regarding preparation of the device the IFU states: prior to loading the delivery system over a guide wire, both ports must be flushed with sterile saline to eliminate any air bubbles that may be trapped in the inner catheter lumen and/or the stent graft lumen. Flushing these lumens will also facilitate stent graft deployment. Regarding materials, an appropriate introducer sheath and a 0.035 inch (0.89 mm) diameter super stiff guidewire are required for the procedure. The packaging pictograms indicate an introducer size of 10f and a 0.035 guidewire. It is stated in the IFU that pre-dilatation of the stenotic lesion may be performed prior to stent graft deployment at the discretion of the treating physician. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.